Event description:
It was reported that the patient's stimulator lead had migrated, causing them minutes of excruciating pain in various parts of their upper body. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).